Manufacturer narrative:
A philips bench repair technician confirmed no sound was produced. The brt determined the device speaker needed to be replaced as the speaker was faulty. The device was operational after repairs were completed.

Event description:
During evaluation at bench repair, it was identified that the device had no audio. The device was not in use on a patient at the time of event, there was no patient involvement.